Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the handpiece device was blocked, jammed, and moving heavily. It was noted that the magnet holder was broken internally. It was further determined that the device failed pretest for check response of on/off trigger, check proper function of the triggers, and check for leakage. It was noted in the service order that the ¿puncher does not start¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.